Manufacturer narrative:
Correction: d6b should be (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited externalized conductors and a fracture. The lead was removed and replaced. The patient was stable.